Event description:
Allegedly, dissociation of poly liner from shell. Revision procedure entailed removal of femoral head, head sleeve, dissociated poly liner, well affixed shell and apical hole plug. Another companies shell, liner and dual mobility head were then implanted in conjunction with mpo 28mm medium ceramic head.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.